Event description:
The patient felt shocking when a certain area of her back was pushed upon or pressed against a chair. The shocking occurred for 2-3 days. The patient notified the hcp. The nurse reviewed that the area may be tender due to the staples being removed 3 days earlier. The patient had a follow up appointment with their physician. There was no incident or accident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).